Manufacturer narrative:
(B)(4). D4: primary device identification (UDI) number is not applicable as the lot number of the device is unknown. Attempts have been made to gather all product identification information and no further information has been provided. D10: unknown avantage shell, lot unknown. Unknown avantage inlay, lot unknown. Unknown avantage stem, lot unknown. G2: foreign; event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision due to infection. Attempts have been made and no further information has been provided.